Event description:
Caller reported an alarm 2 due to an occlusion event that had occurred earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Reportedly, the customer was using off-label insulin with the pump. Technical support provided off-label insulin messaging, which the caller acknowledged and understood.